Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked j2/lcd keypad connector during visual inspection noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, auto-off exceeded, external ram crc error, unexpected restart error, motor current sensor error detected, iop test failure at 10:01 am, rf pic failed selftest alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple error alarm and had stopped working. The customer¿s blood glucose level was 120 mg/dl. The customer states alarm did not occur during the rewind. The customer performed self-test and it did pass. Troubleshooting was performed for pump errors and noticed received no delivery alarm, rf pic failed self-test and external ram crc error. The insulin pump will not be returned for analysis.